Event description:
It was reported that the left ventricular (lv) lead experienced a dislodgement a few years ago. The lead was found to have dislodged via an x-ray, but the physician left the lead as it was and no intervention was performed at that time. The patient had not been using the lv lead for a few years since it was dislodged. Now, at the most recent device change out, the lv lead was removed since the patient no longer needed the lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: 5594 implantable pacing lead (B)(6) 2004; 6947 implantable tachy lead (B)(6) 2004. (B)(4).